Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, and prime tests. The insulin pump was received stuck in a motor error loop during bolus/basal delivery. The insulin pump's motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during analysis testing. Analysis was unable to perform the excessive no delivery and occlusion tests due to motor error alarms. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 151 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.